Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump. It was reported the event/difficulty occurred on (B)(6) 2020 during normal use. It was reported at the refill on the date of this report the patient reported hearing a pump alarm. The logs showed multiple motor stalls with recovery starting on (B)(6) 2020 and stalls lasting for a few hours each. It was noted they were happening every other day. The pump had five motor stalls and recoveries starting on (B)(6) 2020 until (B)(6) 2020. The plan was to replace the pump on (B)(6) 2020. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting included the doctor reading the pump logs. The pump was to be replaced on (B)(6) 2020 and the issue was not resolved at the time of this report. Other medications the patient was taking at the time of the event were ¿unable to obtain, not available.¿ the patient¿s weight and medical history were asked and would not be made available (legal/confidential reason). The patient¿s status was ¿alive- no injury.¿ no further complications were reported.

Event description:
Additional information was received via a company representative. The pump was being returned to the manufacturer on 2020-apr-15.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient code (B)(4) is no longer applicable for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2020 from the patient who reported that his ptm (personal therapy manager) didn¿t seem to be working this morning and was showing code 8476 (motor stall) and it was showing his next refill date was (B)(6) 2020. Per the patient, his pump started to alarm a week and a half ago and it seemed to be the critical alarm. It alarmed every 10 minutes. He had his pump refilled on (B)(6) 2020 and the alarm stopped, but the alarm started again yesterday. The pump was still alarming this morning every 10 minutes and he was starting to go through withdrawal. While at his hcp¿s (healthcare professional¿s) office on tuesday, they told him the pump was failing and they set up surgery for a week from tomorrow. Per the patient, the medication in the pump was ¿70% dilaudid and 30% morphine¿ with the morphine at 2.4 mg/day and dilaudid at 2.4 mg/day. No further complications have been reported as a result of this event.

Manufacturer narrative:
H3: analysis of the pump revealed a pump motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft bearing. Analysis noted residue and wearing on the upper shaft of gear number two. The returned pump was interrogated and as per the logs the following medications were being administered as of (B)(6) 2020: morphine with concentration 3.0 mg/ml at dose rate of 1.3090 mg/day and dilaudid with concentration 10.0 mg/ml at a dose rate of 4.363 mg/day. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.